Manufacturer narrative:
Additional information provided: b.3. Correction; h.6. (Patient code). The customer's report that the tubing was already apart in two pieces was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection noted the set was separated at the engagement between the tubing to second smartsite¿s inlet port. Closer inspection of the separation under magnification observed that the tubing had an insufficient solvent applied at the engagement. No other anomalies were observed with the set. Functional testing was deemed unnecessary due to the separation on the tubing as a leak would occur. Dimensional analysis was performed and the outer diameter tubing measured to be within specification(s). The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.

Event description:
It was reported that when the tubing was being removed from the package, it was already apart in (2) two pieces and disconnected. There was no patient involvement, and therefore; no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics have not been provided.

Event description:
It was reported that the tubing was being taken out of the package and was already apart in two pieces and disconnected. There was no patient involvement.